Event description:
The customer tested his blood glucose and received a reading of 30 mg/dl using his breeze2 meter. He retested his glucose using another meter and received a reading of 140 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of his test strips. No product will be returned at this time.